Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to fold (bunched balloon) was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported failure to fold (bunched balloon) and difficulty removing the device from the guiding catheter are related to a potential product quality issue. Return device analysis confirmed that the balloon material was bunched in the distal balloon shoulder area. In this case, it is possible that deflation technique and/or a large balloon profile contributed to the reported failure to fold of the balloon; however, a conclusive cause cannot be determined. Additionally, it is possible that the reported failure to fold (bunched balloon) contributed to the reported difficulty removing the device from the guiding catheter as the balloon did not refold properly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with 70% stenosis, mild calcification and mild tortuosity. The 3.5x12mm nc traveler balloon dilatation catheter (bdc) was used and after complete deflation cannot be removed from the 6french (f) guiding catheter. The bdc and guiding catheter were removed as a single unit. It was noted that the head of the balloon was pinched. Another same size nc traveler balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.